Manufacturer narrative:
A2: age at time of event: the patient is older than 18-year-old.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx220mmx150cm (4f) sterling balloon catheter was selected for use in endovascular treatment. During the first inflation at 6 atmospheres for 15 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.